Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported thrombus on the device occurred. The patient underwent a left atrial appendage (laa) closure procedure and had a 30mm watchman laa closure device successfully implanted in (B)(6) 2015. The device was placed distal to and spanned the entire laa ostium. The diameter of the deployed implant was 27mm and a complete seal was noted. During a follow up in (B)(6) 2015, thrombus on the device was noted. Medication was given or the regimen was adjusted and the event was considered resolved in (B)(6) 2015. The patient died in (B)(6) 2015 due to pneumonia. The death is not considered related to the watchman device.